Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1514, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Additional information received on 18-nov-2015 (ptc investigation result). Consumer had essure placed in (B)(6) 2015 and immediately started to have severe side effects after placement. She has been suffering from abdominal pain, heavy menstrual bleeding that continues for weeks at a time, daily headaches, extreme hot flashes, after having the essure placed she just break out in a sweat without even doing much activity. On (B)(6) 2015 she had the hsg (hysterosalpingogram) test done. During the test it showed the right coil was properly placed and blocked off (grade 2), however; the left coil had migrated in to her uterus (grade 1) the contrast dye flowed freely through tube. She immediately contacted her doctor due to the symptoms she was having and with the migrated coil. She will have a hysterectomy in (B)(6) 2015. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm arty quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months after essure insertion, a hsg (hysterosalpingogram) test was performed and the result showed the right coil was properly placed and blocked off (grade 2), however; the left coil had migrated in to my uterus (seen as device expulsion). She will have a hysterectomy performed. This event was considered serious and is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). In this case, the exact date and mechanism of expulsion were not known. Considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded that a relationship between the reported medical event(s) and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs